Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the difficulty occurred when removing it from the cannula. The surgeon didn't experience any problems with the instrument before attempting to remove it. The instrument broke without any issue from the patient. It only was a problem when trying to remove it.

Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer had difficulty removing the cadiere forceps instrument which caused a break in the jaw area. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis (fa). The instrument was returned in a damaged condition which prevented testing on an in-house system from being performed. The complaint of difficulty in removing instrument could not be confirmed or replicated. Additionally, the cadiere forceps instrument was found to have a broken main tube. The entire distal tip was not returned with the instrument. A piece measuring approximately 0.215¿ x 0.320¿ from the main tube was missing and not returned with the instrument.